Event description:
The patient reported that when she lifts her left arm she feels the placement of the vns device cuts off her circulation causing her to almost faint. No other relevant information has been received to date.